Event description:
It was reported "patient with central cvc, installed on (B)(6) 2025 (15 days of use), on (B)(6) the nurse noticed leakage from the insertion site while administering medication through the cvc, which caused the tegaderm dressing to become wet, and subsequently, the cvc was removed by medical indication". There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient with central cvc, installed on (B)(6) 2025 (15 days of use), on (B)(6) 2022, the nurse noticed leakage from the insertion site while administering medication through the cvc, which caused the tegaderm dressing to become wet, and subsequently, the cvc was removed by medical indication". There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.